Manufacturer narrative:
The manufacturer previously reported on this device in MDR tw 3532808 2518422-2023-13728 and that serious injury has occurred. After reassessment evaluation, it should be filed as product problem only. Hence, this section: adverse event/product problem, type of reported complaint, health impact grid, remedial action init(h7) and recall (z) number(h8) have been updated. In addition, since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory issues. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.